Event description:
(Loss of consciousness with) seizure [convulsion], loss of consciousness (with seizure)[loss of consciousness], neurological problems [nervous system disorder], headaches [headache], pain in back right and left leg, painful to walk, pain down left arm into fingers, [pain in extremity], pain in shoulder [musculoskeletal pain], pain in neck [neck pain], pain from lower back down left leg [back pain], nauseous [nausea], throwing up [vomiting]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, fresh cream and/or fixodent denture adhesive, free cream, 1 applic, 2/day for over 25 years, and reported the following: loss of consciousness with seizure on (B)(6) 2011, neurological problems for the last year or so beginning 2010, have been having headaches, having pain in back right and left leg, it is painful to walk, experiencing pain down left arm into fingers, pain in shoulder, and pain in neck for the last year or so. She went to the ER and had to be hospitalized all day on (B)(6) 2011. The case outcome was not recovered/not resolved. Past medical history included: medical history - varicose veins in right back leg, denture wearer since early 20's. No further info was provided. On (B)(6) 2011, update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer, age (B)(6), reported that she has been using fixodent for (B)(6) years since her early 20's, and began experiencing symptoms six months ago. She has had pain from her lower back down her left leg and has been unusually nauseous for the last 3 - 4 months; she was throwing up on (B)(6) 2011. She was taken to the ER by the emergency medical technicians by ambulance and was given all kinds of tests, including blood tests, before being discharged at approx 18:00 on (B)(6) 2011. Treatment included zofran. She has not used fixodent since before her seizure. The consumer mentioned that she had recently lost 3 people in her family. No further info was provided.

Manufacturer narrative:
A lot number was provided by the reporter. A lot check and batch retain were requested with results pending. The product was not provided by the reporter, therefore, unable to proceed with product investigation.